Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using a gum crayola toothbrush to brush his childs teeth and the bristles fell out and made him choke.